Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the right side tracker's accuracy did not meet specifications. The tracker was re-calibrated. The imaging system then passed the system checkout and was found to be fully functional. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1, number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported there was an inaccurate screw placement in which both the left and right screws on one level were placed 3-4 millimeters medial than planned. The doctor did not think there was inaccuracy after the first spin, but once the doctor noticed the inaccuracy, a second spin was taken. The doctor believed the second spin was inaccurate, and a different imaging system was brought in which was accurate. The doctor revised the screws, continued with the surgery, and then completed a confirmation spin. This issue occurred intraoperatively and resulted in a less than one-hour surgical delay. There was no reported impact on patient outcome.